Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll manufacturing corporation and are currently under investigation. A review of device download data surrounding the event does not suggest any device malfunction that could have caused or contributed to the event.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was transported to the ER by ems. The patient passed away at the hospital between 3:30 and 4:00 pm. The lifevest delivered three treatments during the ems resuscitation attempts. Treatments were delivered at 15:09:28 (7j), 15:09:55 (123j), and 15:10:19 (7j). The patient's rhythm at the time of the treatments was obscured by ems CPR artifact and is unknown. The CPR artifact contributed to the arrhythmia detections. The low energy pulses likely resulted from poor contact between the therapy electrodes and the patient's skin, as ems was performing resuscitation attempts. A review of download data does not suggest a product malfunction caused the low energy treatments. The lifevest electrode belt was disconnected at 15:10:22. The patient passed away approximately 20-50 minutes later.